Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3 g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1) per operative notes, ¿a small umbilical hernia was identified. There was a lot omentum incarcerated. The hernia sac was dissected. A ventralex mesh (device #1) was placed into the abdomen cavity and the straps were secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent hernia thereby underwent open repair with the removal of ventralex mesh (device #1) and the implant of ventralight st using echo ps (device #2). Per operative notes, ¿the old mesh was seen and there was a hernia defect around it. The hernia sac was opened divided and removed along with the ventralex mesh (device #1). Then a ventralight st using echo ps (device #2) was placed into the abdomen cavity. The mesh was tacked circumferentially using sorbafix fixation device.¿ attorney alleges that the patient had chronic obstructive pulmonary disease, emphysema, hernia recurrence, heart attack or congestive heart failure, diverticulitis and emotional injuries. It was also alleged that the patient had mesh adhered to omentum.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿